Event description:
As reported from our affiliates in spain, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck towards the end of the sheath and could not be moved any further. After several attempts, the entire system with esheath was removed as a unit without any vascular complications. A new esheath was inserted and a new valve was implanted successfully without complications. During pre-decontamination observation of the sheath, it was observed that the distal tip was torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the sheath liner was fully expanded, as designed. The tip torn radially along distal edge of liner; the tip axial score line remains closed. All score lines were present at the distal tip. A kink was noted at approximately 13cm from distal tip. Procedural imagery was provided, and the following observations were made: notable calcifications were found on patient's access vessels near the aortic bifurcation. The patient's access vessels are tortuous. The complaints for sheath distal tip torn and inability to advance through the sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck towards the end of the sheath and could not be moved any further. After several attempts, the entire system with esheath was removed as a unit without any vascular complications." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and tortuosity near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained effect on the sheath or damage the tip, preventing optimal distal tip opening. Additionally, tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.